Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. There were no leaks noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, based on the reported information, resistance was noted during advancement due to interaction with the lesion calcification. It is likely that the balloon material was damaged during advancement resulting in rupture during the second inflation. Based on the reported information, there is no indication that the reported difficulty advancing, and material rupture were related to a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in the superficial femoral artery. The 6.0x200mm armada 35 balloon dilatation catheter (bdc) was advanced to the target lesion with resistance noted due to the calcium. The ruptured during the second inflation at 12 atmospheres. The procedure was completed using another same size armada 35. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.